Event description:
A us distributor returned a monitor that was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the front response button was intermittent. The cause for the intermittent response button was the metallic dome was off center. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.